Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due bleeding profusely. The customer states they had to go to the hospital to cauterized the sensor insertion. The customer state the sensor was place properly but began bleeding profusely after insertion. The insulin pump will not be returned for analysis.